Event description:
It was reported that a tandem mobi cartridge alarm and malfunction occurred. There was no adverse impact to the customer's blood glucose level. The customer experienced difficulties with the troubleshooting procedure and requested to speak with a manager. Customer technical support provided assistance to reset the pump, which successfully resolved the malfunction issue, allowing the customer to continue using the pump. Additionally, the support team advised the customer to reach out if any malfunctions reoccurred.